Event description:
It was reported that during a hemicolectomy procedure, the firing knob broke away. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the ntlc75 device was received with the staple anvil detached and missing. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. While no conclusion could be reached as to how the damage to the staple anvil occurred, it is possible that the damaged was due to an improper handling of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.